Event description:
A report was received that the patient has to frequently charge their implant. The patient will undergo an explant procedure.

Event description:
A report was received that the patient has to frequently charge their implant. The patient will undergo an explant procedure.

Event description:
A report was received that the patient has to frequently charge their implant. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Additional testing confirmed the complaint. The sleep current was slightly out of the expected range. The depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic was the root cause of the failure as both components were covered in epoxy which made test points inaccessible, and troubleshooting to the specific component level was not possible. Internal visual inspection revealed no anomalies. The ipg passed all other functional tests.